Event description:
It was reported that the lead migrated resulting in pain around the leads and extensions. The pt experienced no stimulation sensation since 2008. There was no known accident or incident related to the complaint. The pt was at home at the time of the complaint. The patient's hcp was no longer available for consultation; she was provided with physician listings. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.